Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) sections which state: instructions chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had an air leak. The intended procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coating of the image guide pipe was peeling off, (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not reproduced. During the evaluation it was found that the connecting tube had coating peeling, (1mm2 or more). Additional findings were as follows: the adhesive on bending section cover has a chip, due to damage on channel-tube, channel cleaning brush cannot inserted smoothly, the adhesive around objective lens has corrosion, the light guide lens has discoloration, the eyepiece, the diopter ring, the control unit, the scope cover, the grip, the up/down plate, the angulation lever, all had a scratch, the venting connector under grip is shaved, the control unit is deformed, and the connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.